Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch, and it was reported that the product appeared to have hair or fiber particle inside the chamber. The issue identified before use. There was no patient involvement, and no patient harm.

Manufacturer narrative:
One new device was returned for evaluation. Functional flushing of the set resulted in no loose residual particles. The reported complaint of particulate matter cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.